Event description:
It was reported that the fiber broke near the connector during the ureteroscopy procedure. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Correction to field d4: unique identifier (UDI) #.

Event description:
It was reported that the fiber broke near the connector during the ureteroscopy procedure. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber broke near the connector during the ureteroscopy procedure. The procedure was completed with another device. There were no patient complications.